Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was implanted. During a subsequent surgical procedure for an unknown reason, the surgeon found several adhesions. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.